Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient had an eccentric piece of calcium at the level of the annulus. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon to avoid annular rapture. It was noted that during the pre-bav, the balloon shifted slightly. During the procedure, the valve was observed to have an incomplete stent opening (constrained) so it was recaptured three times then removed from the patient's anatomy. Pre-implant balloon valvuloplasty (pre-bav) was performed once again using a 24mm, non-abbott balloon successfully after three attempts. A new 27mm navitor vision valve was selected for implant using a flexnav ds. The valve was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc); post-gradient was measured to be 22mmhg. Post-implant balloon valvuloplasty (post-bav) was performed using a new 24mm, non-abbott balloon. Final gradient was reduced to 2mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The user believed that the valve expanded non-uniformly and high gradient are due to excess calcium. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of incomplete stent opening during navitor procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated the valve expanded non-uniformly due to excess calcium. Abbott requested for procedural imaging including, however this was not provided by the site. Based on the available information, the reported valve under-expansion appears to be consistent with anatomical factors. However, the exact cause of the reported under-expansion could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Field indicated that the device was recaptured three times. Please note that instructions for use, "caution: do not re-sheath the valve more than two times. If additional positioning attempts are needed, completely re-sheath the valve and remove the valve from the patient. Use a new valve and delivery system to complete the procedure."

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient had an eccentric piece of calcium at the level of the annulus. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon to avoid annular rapture. It was noted that during the pre-bav, the balloon shifted slightly. During the procedure, the valve was observed to have an incomplete stent opening (constrained) so it was recaptured three times then removed from the patient's anatomy. Pre-implant balloon valvuloplasty (pre-bav) was performed once again using a 24mm, non-abbott balloon successfully after three attempts. A new 27mm navitor vision valve was selected for implant using a flexnav ds. The valve was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc); post-gradient was measured to be 22mmhg. Post-implant balloon valvuloplasty (post-bav) was performed using a new 24mm, non-abbott balloon. Final gradient was reduced to 2mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The user believed that the valve expanded non-uniformly and high gradient are due to excess calcium. The patient was in a stable condition and subsequently discharged.